Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the device history and complaint database could not be performed since the lot number was not provided.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that a 5f uterine artery catheter broke at the junction where the purple meets the black distal part of the catheter. The catheter parts did not totally separate and all of the catheter was removed from the patient. No patient injury to report.